Manufacturer narrative:
Retain testing: lot number(s) hcg2110013. Expiration date(s): 09/2014. Control: 25mu/ml hcg urine lot: hcg130627-01, 100miu/ml hcg urine lot: hcg130130-01. Summary of results: the retention devices met qc specification. Detail as below: the 25miu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=29). The 100miu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated, and the product performed as expected. Verified the product number, product description, lot number and batch record; no abnormal results were found. Returned urine sample. Returned devices: hcg2110013. Returned urine sample was tested with returned device and positive result was obtained. Customer complaint was not replicated. Conclusion: customer's complaint was not replicated in-house with both retention devices and returned sample on returned devices. Retention devices were tested with 25miu/ml hcg and 100miu/ml hcg controls. All results were positive at read time. Returned sample was tested with returned device and correct positive result was obtained. No problem found. Product deficiency was not established. To date (B)(4) false negative and (B)(4) false positive complaint has been reported against this lot. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported a potential false negative urine hcg result vs. Quantitative serum result. Patient went to the ed due to unspecified right arm weakness. A urine hcg test was run using hcg combo device sp brand rapid test and a negative result was observed. The following day a beta serum quantitative test was performed with a positive result of 967miu/ml and a different qualitative test also gave a positive result. The patient's last menstrual period was (B)(6) 2013.